Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and kink on the barewire was confirmed. The difficulty removing was unable to be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported difficulty removing resulting in damage to the barewire and separation of the dc pod was related to circumstances of the procedure. It is likely that the tip of the barewire and delivery catheter became stuck within the anatomy causing difficulty removing and separation of the pod material. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem codes 1562 and 1528 added.

Event description:
It was reported that the procedure was performed to treat a lesion in the left common carotid artery. An emboshield nav 6 was advanced into the anatomy and deployed successfully; however, when attempting to remove the delivery catheter from the anatomy a kink was noted on the barewire or there was dye on the barewire and the delivery catheter got stuck. Therefore, they removed the delivery catheter and filter, which was still open, as a single unit. A non-abbott device was used to complete the procedure. There were no adverse patient effects nor clinical delay reported. Additionally, post procedure during clean-up, a small piece of plastic tubing was noted. Subsequent to the initially reported information, the device was received and the device analysis revealed that the delivery catheter (dc) pod was separated distal to the marker and the entire length of the dc pod was torn. The small piece of plastic tubing noted post procedure was confirmed during analysis of the returned device to be part of the delivery catheter pod. The account confirmed to be aware of the separated and torn dc pod. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left common carotid artery. An emboshield nav 6 was advanced into the anatomy and deployed successfully; however, when attempting to remove the delivery catheter from the anatomy a kink was noted on the barewire or there was dye on the barewire and the delivery catheter got stuck. Therefore, they removed the delivery catheter and filter, which was still open, as a single unit. A non-abbott device was used to complete the procedure. There were no adverse patient effects nor clinical delay reported. Additionally, post procedure during clean-up, a small piece of plastic tubing was noted. Subsequent to the initially reported information, the device was received and the device analysis revealed that the delivery catheter (dc) pod was separated distal to the marker and the entire length of the dc pod was torn. The small piece of plastic tubing noted post procedure was confirmed during analysis of the returned device to be part of the delivery catheter pod. No additional information was provided.